Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-00878. It was reported that the patient presented for implant procedure. During procedure, the pacemaker was implanted and connected to the patient's chronic leads which resulted in the patient no longer being in complete heart block. After a short period, the patient's beats were being dropped. Radio frequency (rf) telemetry was reestablished and anomalous signals were being sensed on the right ventricular channel which caused inhibited pacing. The physician could not determine the cause for the phantom signal and it did not correlate to any noise. The patient's pocket was re-opened and the device header and leads were checked for loose connections. After connecting to the pacing system analyzer (psa), the phantom signals subsided for a short period. However, when connected back to the pacemaker, the phantom signals returned. The pacemaker was explanted and replaced. The phantom signals returned after the second pacemaker was implanted. The physician noted that the signals may have been environmental to the procedure room. The physician decided to close up the implant and monitor the patient. A few skipped beats were noted immediately after the patient was moved from the procedure room. No skipped beats were noted during the hours after. The patient was stable post procedure.